Event description:
It was reported the pt ((B)(6)) is experiencing difficulty establishing communication with the ipg using both the programmer and charging system. The pt has reportedly not recharged her ipg in several months. Efforts to establish communication with the use of a different programmer proved unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.